Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no anomalies observed during bench testing. Analysis found the upper case was broken and dented, lower case was broken and scratched, one side bail was broken, ring cover and ring were missing, battery contacts were compressed, and the keyboard was scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was self test failure. The device was returned for trade-in. No patient involvement or complications were reported.